Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Na.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified concentric de novo distal right coronary artery that was 90% stenosed. A 2.75x8mm nc traveler balloon met resistance while being advanced but ultimately reached the lesion. The balloon was inflated once at 10 atmospheres for 5 seconds when it ruptured. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.